Event description:
Large volume hydrating IV tubing was inserted into the horizon pump and a very rapid flow rate occurred (free flow). The pump was changed and inserted the same tubing into another pump with the same rapid flow rate result. There was no change in the pt's status.